Manufacturer narrative:
This report is submitted on may 3, 2022.

Event description:
Per the clinic, the patient experienced a middle ear infection (not device related). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
The date of this report (b4) and date received by manufacturer (g3) was filed inadvertently in the previous report, the correct date should be april 25, 2022. Device analysis report attached. This report is submitted on june 08, 2022